Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, the system's fluidics module failed. The problem was resolved after the cassette and tubing were switched out. Additional information was received from a nurse indicating the reported event occurred during the fluid air exchange (fax) portion of a vitreoretinal procedure. Air was not able to be infused into the eye. The staff troubleshot by trying to input the commands through the touchscreen in case the issue was caused by the footswitch, but the problem did not resolve. The tubing was then replaced and the procedure was able to be completed. The nurse also reported that during the same procedure, an intraocular lens (iol) that had previously been implanted in the posterior capsule, dropped into the vitreous. The surgeon retrieved the lens and the patient was left aphakic. The surgeon will leave the patient aphakic until the eye "settles". The nurse indicated that they are uncertain if these complications were caused by the reported event.